Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold, and decreases in sensing and pacing lead impedance were observed. Patient was asymptomatic. Lead was explanted and replaced. Patient did not experience adverse consequences after the event.